Event description:
Following a cardiac catheterization via the right femoral artery an angio-seal was deployed successfully and the pt was discharged. Eight days later, the pt presented to the emergency room with signs of right leg claudication. An angiogram revealed a high grade stenosis in right common femoral artery. The pt underwent surgery the following day; a high grade stenosis with an intimal dissection in the right common femoral artery was confirmed. The angio-seal device collagen, suture, anchor, two pieces of white plastic, and a large piece of calcium or plaque were removed from the right common femoral artery and a saphenous vein bypass graft was placed. A pathology report was not available. It was reported that the white plastic may have been part of the carrier tube. The risk management dept has retained the components and has not released the components to st. Jude medical for analysis. The pt was reported to be recovering and was discharged 4 days later.